Event description:
Patient was being prepared to go for a CT scan when the transducer to the ventricular was found hanging by the bed, not connected. Neurosurgery physician came to room to replace it. During the investigation of the event it was determined that we are uncertain of the lot numbers because the product broke after the packaging was discarded. Manufacturer response for csf drainage system, (brand not provided) (per site reporter). Supply chain staff and patient staff have met with the company sales representative from integra life sciences to get a better understanding of the event. The investigation is continuing. There were 3 lot numbers as of mid-(B)(6) in the storeroom but unsure of the lot number of the failed product/system.